Event description:
It was reported that the 8800 system beam was out of alignment by more than 3% no patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The beam alignment was checked during the service call. The system was tested and found to be working as intended and put back into service.